Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units screen is flashing and does not come up.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) screen is flashing and does not come up. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and verified unit has intermittent lines across the screen. The fse stated that the issue changes as you physically manipulate the display. To fix the issue the fse replaced lcd screen and all associated components. The fse then performed all full functional test to factory specifications. The iabp passed all tests performed and was returned to the customer and cleared for clinical use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received the following parts associated with this complaint: part number: 0012-00-1429 pn:0012-00-1428 pn: 0406-00-0818 pn: 0160-00-0113 the fat performed a visual inspection and found the pn: 0160-00-0113 to have lines across the screen. The rest of the parts were in good condition. The fat installed the parts into cs300 test fixture and tested the part to factory specifications per procedure and the cs300 service manual. No issues were found with the parts during testing. The display fully powered on and functioned properly. Any manipulation of the display did not affect the image. Fat did not confirm the issue of the screen flashing and not coming up. The main issue seems to be the scratches on the lcd screen of pn: 0160-00-0113. Fat was able to verify the reported unit failure of lines across the screen. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap.